Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in that field action, but returned product testing found that the device did not perform as described in the field action. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. Additional notes stated that there were no anomalies observed regarding the returned lead proximal segment, all electrical testing was within specified parameters, and the full lead was not returned.

Event description:
It was reported that at the end of the elective right ventricular (rv) lead replacement procedure the patient¿s blood pressure dropped which required IV (intravenous) medications and iabp (intra-aortic balloon pump). X-rays were performed to rule out tamponade/perforation. The physician was questioning cardiogenic shock. The patient was transported to ICU. No further patient complications have been reported as a result of this event.